Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿transgression in the technique¿, "bathed with catheter" and presented with wet dressing. On the same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (intravenous, 1 gram, frequency and duration not reported), ceftazidime (intraperitoneal, 1 gram, frequency and duration not reported), and cephazolin (intraperitoneal, 500 milgrams, frequency and duration not reported) for the peritonitis. Dianeal therapy was ongoing. Nine days after hospital admission, the patient was discharged from the hospital. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.